Manufacturer narrative:
The manufacturer trained bmet reported that they ordered a replacement sensor. Accordingly, they have discarded the suspect clip, therefore no parts could be returned for further evaluation.

Event description:
The user facility's biomedical technician (bmet) reported that during preventive maintenance (pm) of the device, the latch on the air bubble detector (abd) was found to be broken. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.